Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) the printer cannot be used. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the printer failure. The fse replaced the printer. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) the printer was unavailable. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).